Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a 40-year-old female. The patient felt tired and had difficulty breathing. The following results were provided (reference range, female, low risk: < 4 ng/l; moderate risk: 4 - 10 ng/l; high risk: > 10 ng/l): sid (B)(6), initial troponin result= 69.4 ng/l; repeat result < 1.3 ng/l; sample was collected 4 hours later (sid (B)(6)), results <1.3 ng/l, <1.3 ng/l; troponin result (roche)= 3.52 ng/l (reference range < 14 ng/l). There was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaints. Additionally, an increase in complaint activity was not identified for the reagent lot. Device history review did not identify issues associated with the customer¿s observation. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using worldwide field data. The patient median values for the lot 74304ud00 and 74299ud00 (which contains the same bulk material as 74303ud00) are within the established limits and comparable to the historical reagent lot performance. Review of applicable field data suggests that the performance is acceptable. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent was identified.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a 40-year-old female. The patient felt tired and had difficulty breathing. The following results were provided (reference range, female, low risk: < 4 ng/l; moderate risk: 4 - 10 ng/l; high risk: > 10 ng/l): sid (B)(6), initial troponin result= 69.4 ng/l; repeat result < 1.3 ng/l; sample was collected 4 hours later (sid (B)(6), results <1.3 ng/l, <1.3 ng/l; troponin result (roche)= 3.52 ng/l. (Reference range < 14 ng/l) there was no impact to patient management reported.